Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient re-used single use products. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single use products when starting therapy over. The technical service representative reviewed proper procedures with the patient. The technical service representative assisted the patient with ending therapy. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) to continue therapy. Should additional relevant information become available, a supplemental report will be submitted.